Event description:
Pt developed mild right knee pain after receiving a second 2ml injection of synvisc into her right knee. She completed the third injection and developed severe pain which required an ER visit. Pt had received 3 prior intra-articular injection of this product over the span of a 5 year period, without any adverse effects. Reason for use: djd right knee.